Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device was stuck in a boot up loop. As a result, defibrillation therapy may have been delayed or unavailable, if needed.